Manufacturer narrative:
The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4). Data has been received for investigation. A follow-up will be submitted upon completion of data investigation.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No product was provided for evaluation however data has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. A pairing test was performed with a known good transmitter and failed. The reported event of a loss of connection was confirmed via data.